Event description:
It was reported that during a procedure using a dyonics whirlwind 90 probe, when the probe was connected to the controller it gave an alarm. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as result of this event.